Event description:
In 2006, a patient was treated for a traumatic dissection of the thoracic aorta with the gore tag thoracic endoprosthesis. Follow up revealed the development of a new dissection proximal to the left subclavian artery as well as an aneurysm in the aortic node. This new dissection led to the collapse of the tag device implanted in the true lumen then extended distally, re-connecting with the true lumen, and provided an alternative pathway for distal perfusion. The patient is currently reported to be in stable condition. An ongoing plan of care is to be decided upon.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.